Manufacturer narrative:
There is no indication of any failure or malfunction of the implanted components and the original implants were replaced to avoid any potential handling damage that may be incurred while repositioning the system. A nalu representative present during the initial implant noted that several attempts were required to place the ipg, thus creating multiple tunnels and pockets before successfully placing the device. All intra-op testing was completed and found that the device was appropriately positioned and functioned as expected. It is suspected that the presence of multiple tunnels likely led to unstable tissue near the vicinity of the device and possibly contributed to the ipg migration.

Event description:
Patient was implanted with a nalu spinal cord stimulator on (B)(6) 2024 to treat lower back and lower extremity pain. The device was confirmed to be functioning and passed all testing at the time of implant and was successfully activated after allowing healing of the incision sites. On (B)(6) 2025 the patient contacted a nalu representative to report some intermittent communication issues between the implantable pulse generator (ipg) and the external therapy discs when the patient laid down. Imaging was performed and found that the ipg had migrated beyond the recommended depth for optimal communication and had also altered orientation, contributing to the communication issues. A surgical revision was performed (B)(6) 2025 to remove the migrated ipg and place a new one. The new ipg was placed using the original incision from the first implant, but the device was placed higher and more midline than the original location.